Manufacturer narrative:
The lot was manufactured between may 29, 2018 - may 30, 2018. The actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. Photo inspection revealed a leak from the administration port. The reported problem was verified through photo inspection for that sample. The cause of the condition could not be determined. This issue is being further investigated. No photograph or devices were available to evaluate the remaining samples; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) units of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.